Event description:
It was reported that touchscreen was frozen and would not respond, preventing customer from interacting with pump. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, so no troubleshooting beyond a recommendation to perform pump reset was completed and no additional information was obtained regarding outcome of event.